Event description:
It was discovered during a routine x-ray that the patella has fractured. Patient was questioned about falling, but denies anything. No treatment to repair is planned.

Manufacturer narrative:
This report will be amended when our investigation is complete.